Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon evaluation, the belt failed incoming testing. The cause of the incoming test failure is a defective msp 430 16-bit low power mcu (u173 component). Component u713 was shorted. The root cause of the shorted component cannot be positively identified. No adverse event occurred due to the defective component. The last patient to use this electrode belt did not report any problems.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the patient was receiving constant arrhythmia alarms. The patient was issued a replacement electrode belt.